Manufacturer narrative:
The philips service engineer (se) reported that the touchscreen connection was checked. When the rear bezel was attached and all screws were fastened, the touchscreen was not working. The se then reported that the touchscreen was replaced. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
A failure investigation was performed on the faulty touchscreen, and it was reported that technician could not duplicate the issue noted in the complaint; it was reported that no problem was found. The device passed all diagnostics testing and during the operation of test step 3 in the service manual.

Event description:
Philips received a complaint from philips service engineer, reporting that while service v60 ventilator, there was a touchscreen failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.